Manufacturer narrative:
Continuation of medical devices: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 05-nov-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [25 mg/ml] at 3 mg/ml. The indication for use was unknown. It was reported that on (B)(6) 2018, the patient underwent a routine pump replacement due to end of life and in the process, it was discovered that the catheter would not aspirate. It was suspected that the catheter was outside/ no longer in the intrathecal space. Surgical intervention occurred, the catheter was explanted and replaced. There were no patient symptoms to report. It was indicated that there were no known environmental/external/patient factors to report. Diagnostics/troubleshooting included the doctor had attempted to aspirate the catheter in his office earlier with no success (date unknown). Actions/interventions included replacement of the catheter. It was noted that the dose was reduced from 3 mg/ml to 1.2 mg/ml. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ no further complications were reported or anticipated. The patient¿s medical history was asked but would not be made available due to a legal/confidential reason. The patient¿s weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
Of note, only the catheter was returned. Evaluation of implantable catheter (B)(4) revealed no significant anomalies. The partial catheter was returned in four segments. Initial patency testing found the distal segment to be partially occluded by a material consistent with dried drug, blood, or other foreign material. However, the occlusion broke loose during the decontamination process and passed subsequent patency testing in the lab. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis on (B)(6) 2018.